Event description:
Consumer reports accuracy issues with their plink meter; unhappy with results they were obtaining. Analysis run on clark error grid using mean average reading (62) as ref. Point vs. Bd readings (34, 72, 83) yielded data points in the d range of the grid, outside acceptable limits.